Event description:
It was reported that a user of the iLet with Libre 3+ experienced a prolonged low blood glucose episode after meals while frequently announcing ¿less than meal¿ entries, treated the low with oral carbohydrates (fruit rolls, candy, and juice), and noted device alerts for high and urgent low; the event was associated with user meal-announce practices and use of a correction algorithm and occurred without hospitalization or emergency services. Symptoms included hypoglycemia with confusion/disorientation, dizziness, sweating, fatigue, nausea, and shaking/tremors. Outcomes included unexpected medication intervention to treat hypoglycemia and a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement technique, and an improper or incorrect procedure, with user interface as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.